Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broke when they were getting ready to use after they placed it inside the device. They noticed before they used on patient. Hospital was advised to make sure placing the tips up when placing ligating device into the hemopro 2 cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. The silicon insulation was peeled away from the cold jaw exposing the metal jaw to the middle of the cold jaw, but remained attached to the cold jaw. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw", and the analyzed failure ¿material twisted bent; wire¿ is confirmed. Specific actions for the reported confirmed and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broke when they were getting ready to use after they placed it inside the device. They noticed before they used on patient. Hospital was advised to make sure placing the tips up when placing ligating device into the hemopro 2 cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.